Event description:
A customer reported a malfunction alarm identified as malfunction code 12 on their tandem pump. There was no available information regarding the impact on the customer¿s blood glucose level. The customer continued to use their current pump as backup insulin therapy.